Manufacturer narrative:
Citation: smith et al. Novel use of the perceval valve for prosthetic aortic valve endocarditis requiring root replacement. Innovations (phila). Jan-feb 2022;17(1):67-69. Doi: 10.1177/15569845211060061. Epub 2022 jan 13. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a 58-year-old male patient with a history of multiple cardiac operations. The patient underwent successful implant of a medtronic freestyle aortic root bioprosthesis (unique device identifier numbers not provided). After the procedure the patient developed compete heart block and ventricular fibrillation which required implant of a permanent pacemaker and implantable cardioverter defibrillator (ICD). Later, the patient was diagnosed with endocarditis caused by propionibacterium acnes. An electrocardiogram (ECG) revealed evidence of annular dehiscence, thickened and restricted leaflets, severe paravalvular aortic regurgitation, and a large aortic root abscess. Vegetations were noted on the aortic valve leaflets and the pacemaker leads. After a laser lead extraction procedure, the patient underwent a redo sternotomy where the freestyle bioprosthesis was dissected, explanted, and successfully replaced by a reconstructive process suing non-medtronic grafts and heart valve. Post-operatively the patient did well clinically. An echocardiogram at 3-month follow-up demonstrated a well-seated valve with no paravalvular leak and a mean gradient of 9 mm hg. No additional adverse patient effects or product performance issues were reported.